Event description:
The customer reported that the 840 ventilator was inoperable. Malfunction did not occur during pt use. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the keypad. Covidien was not authorized to svc the device.

Manufacturer narrative:
(B)(4).